Event description:
As of (B)(6) 2015, the patient stated that he had not found a surgeon in a timely manner. He had a consult scheduled with a physician on (B)(6) 2015, but wanted to have it done sooner. The patient was being managed with oral medication.

Event description:
In late (B)(6) or early (B)(6), the patient fell on steps and hit the area around his pump. Soon after that, he had flu-like symptoms, increased pain, and withdrawal symptoms. A dye study and rotor/roller study were done. They were unable to aspirate during the dye study; the catheter was blocked. The patient was seeing a surgeon on (B)(6) 2015. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. It was later reported that the patient saw the surgeon on (B)(6) 2015, but he was denied surgery because the surgeon was not the surgeon that implanted the pump. The patient was looking for another surgeon. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient experienced decreased pain relief. A catheter leak was suspected. The catheter was replaced and restarted at dilaudid at 1mg/day. The patient status at the time of the report was noted as alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2001, product type: catheter. Product ID: 8578, serial# (B)(4), implanted:(B)(6) 2010, product type: accessory. (B)(4).